Event description:
It was reported that during a therapeutic stone removal procedure with laser a piece of the coil end of this stone cone was sheared off into the bladder and was removed. The case was completed successfully with no patient complications.